Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were removed intact. They were embedded within the cornual section of the uterus") and hodgkin's disease stage ii ("autoimmune-like symptoms and other (list): hodgkins/lymphoma stage ii classic/hodgkin¿s lymphoma") in an adult female patient who had essure (batch no. 628212-invalid, 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, weight gain, right upper quadrant pain, diarrhea, ache, menstruation irregular, bladder infection, dysmenorrhea, menorrhagia, urinary frequency, menses irregular, vaginal odor, sore throat, bloating, inflammatory bowel disease, numbness, skin rash, paraesthesia hand, abdominal pain, pelvic pain female, ear pain, attention deficit/hyperactivity disorder, hair loss, vitamin d deficiency, hot flashes, sexually transmitted disease, anxiety, thoracic vertebral fracture t5, loss of consciousness, dizziness, pain in elbow, rectal bleeding, urinary tract infection, rhinoplasty, pelvic adhesions, septate uterus, multigravida and parity 2. Previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), infection ("infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), abdominal distension ("bloating"), arthralgia ("sore joints") and gastrointestinal disorder ("bowel issues") and was found to have hodgkin's disease stage ii (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (robotic assisted removal of essure coils bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, hodgkin's disease stage ii, pelvic pain, infection, urinary tract disorder, alopecia, abdominal distension, arthralgia, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, embedded device, gastrointestinal disorder, hodgkin's disease stage ii, infection, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: two coils are visible on the right side. Two coils are visible on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were removed intact. They were embedded within the cornual section of the uterus") and hodgkin's disease ("autoimmune-like symptoms and other (list): hodgkins/lymphoma stage ii classic/hodgkin¿s lymphoma") in an adult female patient who had essure (batch no. 628212,626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, weight gain, right upper quadrant pain, diarrhea, ache, menstruation irregular, bladder infection, dysmenorrhea, menorrhagia, urinary frequency, menses irregular, vaginal odor, sore throat, bloating, inflammatory bowel disease, numbness, skin rash, paraesthesia hand, abdominal pain, pelvic pain female, ear pain, attention deficit/hyperactivity disorder, hair loss, vitamin d deficiency, hot flashes, sexually transmitted disease, anxiety, thoracic vertebral fracture t5, loss of consciousness, dizziness, pain in elbow, rectal bleeding, urinary tract infection, rhinoplasty, pelvic adhesions, septate uterus, multigravida and parity 2. Previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), infection ("infection"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), abdominal distension ("bloating"), arthralgia ("sore joints") and gastrointestinal disorder ("bowel issues") and was found to have hodgkin's disease (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (robotic assisted removal of essure coils bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, hodgkin's disease, pelvic pain, infection, urinary tract disorder, alopecia, abdominal distension, arthralgia, gastrointestinal disorder and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, embedded device, gastrointestinal disorder, hodgkin's disease, infection, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: two coils are visible on the right side. Two coils are visible on the left side. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received. Events added: pain/pelvic pain, infection, urinary problems, autoimmune-like symptoms and other (list): hodgkins/hodgkin¿s lymphoma/lymphoma stage ii classic, hair loss, bloating, sore joints, bowel issues, weight gain. Lot no. Was added. Historical conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure coils were removed intact. They were embedded within the cornual section of the uterus") in an adult female patient who had essure (batch no. 628212) inserted for female sterilisation. The patient's medical history included vaginal bleeding, weight gain, right upper quadrant pain, diarrhea, ache, menstruation irregular, bladder infection, dysmenorrhea, menorrhagia, urinary frequency, menses irregular, vaginal odor, sore throat, bloating, inflammatory bowel disease, numbness, skin rash, paraesthesia hand, abdominal pain, pelvic pain female, ear pain, attention deficit/hyperactivity disorder, hair loss, vitamin d deficiency, hot flashes, sexually transmitted disease, anxiety, thoracic vertebral fracture t5, loss of consciousness, dizziness, pain in elbow, rectal bleeding, urinary tract infection, rhinoplasty, pelvic adhesions and septate uterus. Previously administered products included for an unreported indication: mirena. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted removal of essure coils bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: two coils are visible on the right side. Two coils are visible on the left side. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.